Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, autopulse provided compression for more than 10-15 min before stopping. Manual CPR was performed for an unknown length of time and intermittently. Autopulse was discontinued after unsuccessful troubleshooting. Manual CPR was performed for ten more minutes. Rosc was not achieved by the combination of mechanical and manual CPR. Because the conversion to manual CPR was quick and was available when autopulse stopped and during trouble-shooting, the patients' outcome was not negatively impacted by the interruption. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
Customer reported that during patient use on a cardiac arrest patient, the autopulse stopped compressions and there was an error code displayed on the platform but customer indicated that he did not remember what the error message was. Customer indicated that with minimal staff at that time, he did not care to look or asked for any bystander and main concern is to attend to the patient. Customer also reported that 10-15 minutes prior to the issue , while compressing on the patient, he checked the wing clips and the lifeband to ensure it was properly seated. Customer indicated that it was properly seated but noticed that the battery was one bar down. Manual CPR was performed for an unknown length of time and intermittently. After issue with the device encountered and unable to resolved and troubleshoot the issue, customer decided to discontinue the use of the platform and continued the manual CPR for ten more minutes. Per the customer, rosc (return of spontaneous circulation) was not achieved and customer stated that there was a definite rhythm change from asystole to pea (pulseless electrical activity). Patient was not taken to the hospital and left on the floor of the house. Cardiac arrest and time of death called at the scene (customer did not provided the time of death). Customer did not attribute the autopulse to patients death and stated that it did not cause the cardiac arrest however it may have been detrimental in effectively resuscitating the patient . No additional information was provided.

Manufacturer narrative:
The primary complaint of customers reported issue of autopulse stopped compression was confirmed during the archive review however was not replicated during the functional testing. The most probable cause of the issue was due to patient is misaligned on the platform or the lifeband was opened or in the incorrect position during take up/compressions and this resulted in ua02 (compression tracking error) during the event report found on the archive. Visual inspection was performed and observed no physical damaged upon receipt. Archive review showed ua17 (max motor on time exceeded during active operation) and ua02 (compression tracking error) error messages on 02/28/2017. The autopulse platform was functionally tested and observed no faults or error. Load cell characterization test was performed, the data and graph confirmed both load cell modules are functioning within specification. A drive train motor brake gap inspection was performed and verified and are within specification. Run-in test was also performed using the 95% patient large resuscitation test fixtures (lrtf) and known good test batteries until discharged without any fault or error. The autopulse passed the final functional testing without any issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of sn: (B)(4).